Event description:
It was reported that the patient received inappropriate shocks due to noise detected on the implantable cardioverter defibrillator (ICD) device while the patient was working under the camper with electrical lines running around. A review of data noted non-sustained episodes and ventricular sensing episodes associated with electromagnetic interference (emi) which occurred on a prior date coinciding with another time when the patient was working on the camper. During review of emi episodes, there was evidence of t-wave oversensing (twos) events were noted post pace and post sense. The twos seemed only to be recent based on stored diagnostics, which indicated this might suggest a recent patient electrolyte/medication change. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Episodes of emi noise oversensing identified with inappropriate shock. Concomitant continued: 4024-58 lead, implanted: (B)(6) 2000. (B)(4).